Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arc movement not available. Fse replaced the stand spp power supply and activated the arc movements and brakes. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there were no c-arc movements. No harm has been reported to philips. A philips service engineer checked the error log and it was identified that the supply leds in spc6, 7 and 8 were not active. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.